Event description:
During movement of the machine, it was noticed that the arm that holds the display was sitting at an unusual angle. Upon manipultaing the arm, it came apart at one of the joints. The display is very heavy and had to be held up with a strap to prevent it from falling. There was no injury, but the display is typically located near the patient's head during surgery. There was a delay to the surgery as another machine had to be used. The joint that came apart was apparently press fitted and worked its way loose over time.